Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no faults or anomalies found during bench test. Analysis found the upper case, lower case, one bail cover, and battery drawer are broken. One bail cover, one bail, ring, ring cover, and ring cover screw are missing. Battery contacts are compressed. Main pcb (printed circuit board) is out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Functional testing revealed that when a hybrid circuit component was replaced, the device passed functional testing. (B)(4).

Event description:
It was reported the atrial lead was not giving the proper pace. The device was returned for repair. There was no patient involvement indicated.